Event description:
On (B)(6): customer reports via phone that staff started the system up for the procedure, placed the patient on the table and when the physician was ready to start, the system fluoro failed. Physician cancelled the procedure. Customer provided no further details, other than to state the procedure was cancelled. No injury reported.

Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.